Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-apr-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-apr-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported lead(s) migrated and were explanted. Issue resolved.